Event description:
It was reported that cgm displayed malfunction alarm error 42 while customer used g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer was provided complete pump reset instructions by technical support and planned to reset pump when ready and contact support again if issue continued.